Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing disconnects from the headset of the infusion set. This occurred on two occasions from the same batch. The patient's blood glucose level increased to 26.4 mmol/l during the 2nd occasion.